Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer was instructed to consult with the healthcare provider regarding bg level. Customer acknowledged the pump and related supplies were functioning as intended.